Event description:
It was reported that a tecnis multifocal lens was implanted and later explanted due to an undesirable intermediate vision. The surgeon replaced the lens on the same day as explant with an amo rezoom lens and the case was successful. No patient injury was reported.

Manufacturer narrative:
Intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was received and measured for diopter. Results showed the lens measured 19.0 d and is correct as labeled. Visual inspection of the optic parts found no deviations. The iol met all specifications for optical properties. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted.